Event description:
Patient reported right side capsular contracture baker grade, unknown and ¿right side is more fixed and smaller¿, diagnosed by an ultrasound scan and a mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and ¿right side is more fixed and smaller."

Event description:
Patient later reported, right side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade, unknown and ¿right side is more fixed and smaller¿, diagnosed by an ultrasound scan and a mammogram. Patient later reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.